Manufacturer narrative:
Investigation is ongoing. H3 other text: discarded.

Event description:
Per report received from japan, the patient underwent a transaxillary transcatheter aortic valve replacement (tavr) and received a 23mm sapien 3 ultra resilia valve. During the procedure, a 14fr esheath plus was inserted from the lt-axa by cutting down. Although resistance was encountered when inserting the sheath into the patient, a commander delivery system (ds) could be inserted without difficulty. The valve was implanted as planned. After withdrawing the sheath and the delivery system, angiography revealed that the lt-axa was occluded due to a dissection near the access site. A surgical repair was performed, and the operation was completed after good blood flow was confirmed.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The complaint for "sheath insertion and suturing - difficulty introducing sheath" was unable to be confirmed as no device/imagery were provided. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "a 14fr esheath+ (esp) was inserted from the lt-axa by cutting down. Although resistance was encountered when inserting the esp into the patient, a commander delivery system (ds) could be inserted without difficulty." Per the patient information provided, minimum luminal diameter (mld) was 5.1mm, this is lower than the indicated mld of greater or equal to 5.5mm. Per the training manual, "push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification." Undersized vessels can create a restricted condition and cause friction, which may lead to resistance during the advancement of the sheath. As such, available information suggests that patient factors (undersized vessel diameters) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.